Manufacturer narrative:
Other, other text: h3 and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection found a cracked enclosure, outdated printed circuit board (pcb), outdated power switch, and corroded drain fitting. Functional testing found the device leaked from the block assembly at the top of the device, confirming the customer complaint. Root cause was attributed to a misaligned block assembly. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Other, other text: d4: UDI number unknown. B3: date of event, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device was leaking from the top portion of the unit. Patient involvement unknown.